Event description:
Cardiologist was performing a ptca/stent procedure. The guide wire was across the lesion and the balloon expandable stent in place. The guider backed out of the rca. Attempt to re-engage guider into the artery failed, so the cardiologist removed the wire, stent and guider from the pt. The stent could not be located, thought to be deployed in the pt. The stent could not be located under fluoroscopy. Pt was anti-coagulated.